Event description:
A malfunction was reported on the pump, and it was noted that notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to reach out to their healthcare provider for backup therapy options, as none were currently available. Tandem technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.